Event description:
The customer reported that the system had a communication failure error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working and put back into service.